Event description:
It was reported that the tip of the anchor popped out of the fascia after implant and a seroma formed. The anchor, after sutured down, had pressure on it and the tip was inadvertently pulled down and the tip of the anchor popped out of the fascia. This happened to the physician a second time (please refer to manufacturer report # 3007566237-2012-02989). The patient status at the time of the report was no injury or adverse event. The drug delivered was unknown. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the catheter was revised and "everything is now fine". No issues with patient or anchor were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).